Manufacturer narrative:
(B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, holding and expansion device would not detach from ecd implant following expansion in situ therefore causing concern for surgical team. Although, the implant would not disengage from the inserter and was therefore removed from the patient with the insertion device when it was meant to remain in the patient. After trying to manipulate it in several ways to release it the implant in situ with no result, the implant was removed from the inserter in its expanded position and implanted with forceps and its expansion locked in position with the locking clip. The surgery was completed successfully. The patient status was unknown. This complaint involves three (3) devices. This report is for (1) ecd h20-27 peek. This report is 2 of 2 (B)(4).